Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical device: (B)(4) implantable pulse generator, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead had an increase in impedance and threshold. Lead fracture was seen under fluoroscopy. The lead was capped and replaced. No patient complications have been reported as a result of this event.